Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint, however, the fse did replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the mtm to perform failure analysis (fa). Fa was not able to confirm and reproduce the customer reported complaint. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a surgeon side console fixture test platform where all relevant testing was passed within specification. Once testing was completed, the mtm 2 was inspected, and no fault to be identified.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the system had a fault prompting them to disable the left master tool manipulator (mtm) 2 at start up. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and found error 1 on left mtm 2 and advised customer that they could either do a hard cycle on surgeon side console (ssc) 2 or bring in a secondary console when clinically possible. Customer stated that they do not have a spare ssc and will try to hard cycle when clinically possible. The procedure was completed with no reported injury.